Event description:
The mattress tray would not remain elevated in the trendelenburg or reverse trendelenburg tilt position with a 3 lb infant and 6 lbs scale on the mattress.

Manufacturer narrative:
Left and right hand tilt mechanism assemblies believed to have been involved in this reported event were returned to air-shields for eval. Testing of returned samples indicated that they maintained mattress elevation under specified load of (10) kilograms (22 lbs.) However, if tilt adjustment knob was reversed in order to lower mattress to a level position maximum specified load could not be supported. Add'l testing performed revealed that specified mattress load could not consistently be supported in trendelenberg or reverse trendelenberg mattress position. As a result, an engineering change has been implemented to add a large flat washer to tilt mechanism assembly. This washer substantially increases holding friction of mattress tilt position. All incubators are now verified to support an (18) kilogram (40 lbs.) Load prior to shipment. Add'l, replacement tilt mechanisms are being provided under warranty. Note; this section provides eval summary requested in block h-3.